Manufacturer narrative:
No additional information has been provided/submitted to the manufacturer for an evaluation to be conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a functional endoscopic sinus surgery (fess), an imprecision was observed. It was noted that the surgeon registered without issue and the imprecision was observed while navigating. The surgeon completed the procedure with the use of the navigation system. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome. No additional information was provided.